Event description:
It was reported that the arctic sun device was sent to biomed for flow issues and they saw low flow alarm 02 in the log. During functional testing it was determined that the device functioned as normal. Circulation pump driving at 57 for bypass, flow rate (fr) was1.8, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 57 percentage. Heated and cooled 40c to 4c no issues, system hours 2714. Requested quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent to biomed for flow issues and they saw low flow alarm 02 in the log. During functional testing it was determined that the device functioned as normal. Circulation pump driving at 57 for bypass, flow rate (fr) was1.8, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 57 percentage. Heated and cooled 40c to 4c no issues, system hours 2714. Requested quote for 2000-hour service. Per follow up information received via task on 02apr2025, per smx wo chatter, technician notes the customer elect to not send for repair but instead they will proceed in purchasing new stat. Per review of event and work order, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device successfully troubleshot with technical support and appropriate repair has been discussed. No patient involved.

Manufacturer narrative:
The device was not returned. The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. Arctic sun device was sent to biomed for flow issues and they saw low flow alarm 02 in the log. During functional testing it was determined that the device functioned as normal. Circulation pump driving at 57 for bypass, flow rate (fr) was 1.8, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 57 percentage. Heated and cooled 40c to 4c no issues, system hours 2714. Requested quote for 2000-hour service. Per follow up information received via task on 02apr2025, per smx wo chatter, technician notes the customer elect to not send for repair but instead they will proceed in purchasing new stat. Per review of event and work order, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device successfully troubleshot with technical support and appropriate repair has been discussed. No patient involved. The reported event is unconfirmed, labeling/packaging review is not required. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.